Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure. During psa testing, the right ventricular lead exhibited high impedance. During an attempt to reposition the lead, the lead helix would not retract. The lead was not used and replaced. Patient was stable post procedure.